Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. Depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.